Manufacturer narrative:
Evaluation method: device not returned. Additional manufacturer narrative: the device history record (DHR) review is in process. It is assumed that the device remains implanted as no explant information was made available and there is no report of an autopsy. The cause of death has not been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Several attempts have been made to obtain the source documents, but none have been received. However, response from hospital indicated that the patient underwent surgical aortic valve replacement and died just shy of his 3-year follow-up, so death would not be attributable to product malfunction.

Event description:
The following information was learned though a clinical study: reportedly, the patient had a heart valve replacement on (B)(6) 2008. The patient expired on (B)(6) 2011. It is unknown (not assessed) if the death was device related. No further information is available at this time.